Manufacturer narrative:
.

Event description:
It was reported that the pt was brought into the emergency department due to complaints of not feeling well. The report indicated that the pt had experienced cardiovascular problems, cognitive symptoms, increased pain, somnolence and weakness. The pump was emptied (volume reported to be accurate) and placed at minimum rate. The drug was sent for analysis of both content and concentration. It was also reported that prior to the pump replacement, the morphine dose was 50mg/ml with a daily rate of 12.83mg. At the time of the replacement, the hcp put in 10mg/ml and set the rate at 1mg/day as he was unsure if the pt was getting the correct amount of drug before surgery. In 2009, a catheter dye study was done. This showed that the catheter was not intrathecal and 'needs revised". The pt outcome was reported to be recovered without sequelae. The following month, it was reported that the catheter was disconnected from the pin connector; the catheter was revised. Following the revision, the pump pocket was drained after the pt accumulated clear fluid suspected to be cerebrospinal fluid. A couple days later, the pocket had fluid again and was drained.